Manufacturer narrative:
A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the ventilator unit would not work on battery. No patient injury or adverse affects were reported.

Manufacturer narrative:
Other text: no patient involvement. (Updated b5). A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional info received via email 31-aug-2022. Event occurred during preventive maintenance. The battery test failed. No patient involvement

Manufacturer narrative:
Other text: manufacturing device history record review was not performed due to the age of the device and impact damage sustained. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a minor crack above the battery compartment. The patient outlet fitting was stuck to the input/output label, label was not damaged. Functional testing found the negative and positive tabs in the battery compartment are flattened; the battery was not able to make a connection. Replaced the electrical chassis and checked the condition and security of the patient outlet fitting connection per internal CAPA and trend analysis. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.